Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
The customer reported that they did not hear alarms for asystole for a patient connected to an mp5 on (B)(6) 2017 and the patient expired.

Manufacturer narrative:
The field service engineer (fse), was paged to contact the customer. This is a new install and it was discovered that the nurse thought they admitted the patient on the mp5 and the data would automatically transfer to the central station. This is because the sector monitoring the mp5 had been cleared (purged) indicating that the device was no longer centrally monitored. Until the monitor is assigned again to the sector, no data or alarms would be transferred to the central station. The fse provided additional training to the customer and information on the configurations.. This is considered a user misunderstanding/user workflow issue. No device malfunction occurred.